Event description:
During the procedure, the repositioning of a galaxy coil ((B)(4)) was required once the coil was delivered to the target site. However, the physician failed to re-sheath the galaxy because the coil introducer got stuck when he slid the zipper about 20cm distally, although the product was kept straight during re-zipping. Additionally, analysis of the product found the coil stretched, and additional information indicated that it was unknown when the event occurred. Therefore, the galaxy was safely removed from the patient. Afterwards, the procedure was successfully completed using other products and there was no patient injury was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. The coil remained attached to the delivery system. It is unknown if the coil ever exposed out of the end of the microcatheter. The complaint product was returned for evaluation. The procedure was coil embolization for internal carotid ophthalmic artery aneurysm with characteristics of the vessel/aneurysm was not provided. No patient information was provided, and no additional information is available.

Manufacturer narrative:
A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 2.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped, residues of dry blood can be observed inside of it and no more anomalies were noted. Part of the support coil gripper and embolic coil were found inside of the introducer, the rest of the support coil was found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The device was inspected under microscope; the gripper was found without damage while the embolic coil was found stretched as well as residues of dry blood can be observed inside of the introducer and part of the support coil was found outside of the introducer. During functional analysis was detected that the introducer does not close completely due to the part of support coil was found outside of the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure as "coil introducer - zipping difficulty - re-zipping" was confirmed. The cause of the failure experienced by the costumer appears was due to the conditions of the received unit (part of the support coil was found outside of the introducer). The damages found on the device were apparently caused by applying excessive force on it, but it could not be conclusively determined. However this does not appear to be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Additionally inspections that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the repositioning of a galaxy coil (640cx2525/15557111) was required once the coil was delivered to the target site. However, the physician failed to re-sheath the galaxy because the coil introducer got stuck when he slid the zipper about 20cm distally, although the product was kept straight during re-zipping. Therefore, the galaxy was safely removed from the patient. Additionally, the product was received, and the coil was stretched. Afterwards, the procedure was successfully completed using other products and there was no patient injury was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. The coil remained attached to the delivery system. It is unknown if the coil ever exposed out of the end of the microcatheter. The complaint product is going to be returned for evaluation. The procedure was coil embolization for internal carotid ophthalmic artery aneurysm with characteristics of the vessel/aneurysm was not provided. No patient information was provided, and no additional information is available. A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 2.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped, residues of dry blood can be observed inside of it and no more anomalies were noted. Part of the support coil gripper and embolic coil were found inside of the introducer, the rest of the support coil was found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The device was inspected under microscope; the gripper was found without damage while the embolic coil was found stretched as well as residues of dry blood can be observed inside of the introducer and part of the support coil was found outside of the introducer. During functional analysis was detected that the introducer does not close completely due to the part of support coil was found outside of the introducer. The reported re-sheathing was confirmed and it was associated with the damages found on the unit. The stretched coil was confirmed with the analysis of the returned device, but the cause could not be established. The cause of the kinks found could not be conclusively determined, however, with review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Additionally, inspections are in place to prevent these kinds of damages from leaving the facility. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. Based on the available information, procedural handling of the device appears to be the cause of the reported event; therefore, no corrective actions will be taken at this time.